Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. (B)(6).

Event description:
It was reported that the device was broken during the procedure.

Manufacturer narrative:
A visual assessment of the anchor confirmed the proximal end of the anchor has broken off and was not returned. A small length of suture remains attached to the anchor which is knotted within the anchor. With the limited clinical details provided regarding patient bone quality and site preparation performed no root cause can be determined. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.